Event description:
It was reported that the patient underwent an ambicor penile prosthesis (app) revision surgery due to an unspecified reason. The existing app was explanted and replaced with an inflatable penile prosthesis (ipp). Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.